Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine follow-up. During the follow-up it was noted that the p-wave amplitudes had decreased and the capture threshold had increased. The physician believed that the cause was dislodgement of the right atrial lead. Programming changes were made, and no further intervention is planned.